Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The base of unit , rear caster and front caster were replaced to resolve the reported issue.

Event description:
The hospital reported a caster that came out of the base that could cause the unit to tip or fall. There was no report of patient involvement.